Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose at the level of 40 mg/dl. Customer current blood glucose is 150 mg/dl. Troubleshooting did not occur for the low blood glucose. It is unknown if the auto mode feature was active during the incident. The insulin pump will not be returned for analysis.